Manufacturer narrative:
User facility follow-up is not initiated on reported infection as it is related to a patient condition and not device performance.

Event description:
It was reported that 6 months post implant, the leads were extracted due to an infection. No patient complications have been reported as a result of this event.